Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc has reviewed the information provided by the customer and the instrument data. A siemens customer service engineer (cse) was dispatched to the customer site and inspected the system and replaced the reagent arm 1 horizontal and vertical belts following service method testing which returned the system to normal operation. All issues were addressed as part of standard troubleshooting. No issues were noted with other patient samples following all service actions. The system is operational. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was reported to the physician(s) and was questioned. The same sample was reprocessed on the same system and an alternate dimension vista system and higher results were obtained, considered correct and were not reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.